Event description:
The customer reported intermittent pipettor motion and wash valve/pump motion errors with loud grinding noises. The customer stated, in the prior week, one erroneous carcinoembryonic antigen (cea) patient result was obtained involving the access 2 immunoassay system used in conjunction with the access cea assay and calibrator. An initial result of 14.4 ng/ml was obtained which did not correlate with the patient¿s clinical history. The customer re-centrifuged and reanalyzed the sample, on the same instrument, and recovered a higher result of 54 ng/ml. The sample was re-centrifuged the second time and retested and produced a lower result of 8.0 ng/ml. None of the results were released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in a yellow top serum separation tubes (sst) and centrifuged at 3,000 rpm (rotations per minute) for ten minutes. No sample issues were noted. Quality control (qc) had been within specifications. The customer was advised not to operate the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the rotor in the wash valve and the wash pump home sensor to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor. In conclusion, the likely cause of the event was the wash valve and wash pump sensor. Beckman coulter continues to track and trend any incident related to this issue.